Event description:
It was reported that the customer went to the emergency on (B)(6) 2015 due to a high blood glucose level of 315 mg/dl. The customer was vomiting and had ketones. She had a diabetic ketoacidosis. She was administered IV drip and insulin at the hospital. She was wearing her insulin pump at the time of the emergency room visit. The customer sometimes found blood in the cannula. Her site was irritated. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.